Event description:
Bushing dislocated from the tibial template during tibia preparation. There was no delay in surgery or adverse impact to the pt.

Manufacturer narrative:
Bushing dislocated from the tibial template during tibia preparation. There was no delay in surgery or adverse impact to the pt. Review of device history record indicated that the device was manufactured to specification.